Event description:
A skyline variable screw is reported to have broken post operatively. As reported, the surgeon believes the cam lock in the concomitant device plate prevented motion in the cephalad/caudal plane. The screw is not available for evaluation. Concomitant device ¿ skyline anterior cervical plate

Manufacturer narrative:
The device was retained by the customer and is not available for evaluation. The device lot code is unknown. Without a product sample we are unable to confirm the reported issue or identify the root cause. As noted in the surgical technique, the screw should be inserted into the screw bore and advanced it into the vertical body. Fluoroscopic imaging should be used to confirm the final trajectory of the screw and plate position before screws are fully tightened and secured with the cam loc. In the absence of a product sample, lot number, or observed trend, this complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and product evaluated.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. (B)(4): device is not available.